Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported that the patient¿s lead wires had to be pulled prematurely on the date of this report. It was reported that the patient was admitted to the ER on the day prior ((B)(6) 2016) due to tingling in both feet and the patient not being able to walk for a short period of time. The patient also reported that they were experiencing pain from the implant procedure. Additional information provided by the manufacturer representative on 2016-aug-12 reported that it was too soon to know if the issue was resolved. There was no further information regarding the outcome of this event. Indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative had no further information to provide after the leads were pulled.